Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that when the intermediate catheter was being advanced, the balloon guide catheter (subject device) prolapsed into an arch and the patient experienced vasospasm. The physician administered medication to alleviate the vasospasm. The initial treatment for the presenting stroke was reported to have been completed successfully. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Vasospasm is a phenomenon as a result of endovascular peripheral interventions that resolves without any clinical sequelae. However, based on the information currently available the cause of the reported event cannot be determined.

Event description:
It was reported that when the intermediate catheter was being advanced, the balloon guide catheter (subject device) prolapsed into an arch and the patient experienced vasospasm. The physician administered medication to alleviate the vasospasm. The initial treatment for the presenting stroke was reported to have been completed successfully. No further information is available.